Event description:
Reporter alleged discrepant blood glucose results of hi back to back with a result of 144 mg/dl when testing was performed 3 minutes apart on the aviva system. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.